Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio performed the defibrillation calibration procedure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was taking too long to charge to 360 joules. A specific charging time was not reported. As a result, defibrillation therapy may be delayed, if it was needed. There was no report of patient use associated with the reported event.